Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from the port closest to the patient. This occurred during ambulation, while the patient was receiving intravenous immunoglobulin (ivig) through a central line. The line was clamped, and the remaining ivig and attached normal saline (ns) line were removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.